Event description:
A company representative reported the pt noticed "humidity" inside the cartridge compartment of his backup insulin infusion device that smelled like insulin. The representative stated it was only a small amount of insulin. The representative stated it was only a small amount of insulin. She was advised to dry the compartment with a cotton swab and allow the device to dry for 24 hours. The proper procedure for changing the insulin cartridge was reviewed with the pt. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.